Event description:
It was reported that during the pulsed field ablation (pfa) procedure to treat paroxysmal atrial fibrillation in the pulmonary veins a faradrive steerable sheath clear was selected for use. When the faradrive steerable sheath clear entered the patient, tears were noted on the tip of the faradrive steerable sheath clear via x-ray. The procedure was completed successfully by using a different faradrive steerable sheath clear. No patient complications have been reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.